Event description:
Refer to additional for follow up information.

Manufacturer narrative:
4310 - intuitive surgical, inc. (Isi) received the personality module vision acquisition board (pmva) and double camera controller (doco) involved with this complaint and completed the device evaluation. The pmva was functionally tested by installing it into a pca system. The test system run the video / audio test with 10 power cycles performed and sat idle for 1 hour without exhibiting any error fault. The doco was functionally tested by installing it into a pca system. The test system was calibrated for white balance and a video test was performed with 10 power cycles. The system sat idle for 1 hour without exhibiting any error fault. The reported event was not reproduced during functional testing of the pmva and doco.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personality module vision acquisition board (pmva) and double camera controller (doco) involved with this complaint; however, device evaluation remains ongoing. A supplemental report will be submitted once failure analysis has been completed or additional information has been received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the system displayed a non-recoverable error code 252. Troubleshooting was attempted by power cycling the system; however, the issue persisted. The isi technical support engineer (tse) reviewed the site¿s system logs and identified recoverable error code 23 on the personality module vision acquisition board (pmva) and double camera controller (doco). The tse advised the user to reseat the communication cable between the pmva and doco and reboot the system. Once restarted, the system displayed a non-recoverable error code 17, indicating an issue with the doco. Following this, the surgeon made the decision to convert the procedure to a traditional laparoscopic procedure. No known impact or patient consequence was reported. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported error fault was unable to reproduce the error fault. As a preventive measure, the fse replaced the pmva and doco. After replacement, the system was further tested and verified as ready for use.